Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is:(B)(4).

Event description:
An optometrist reported that nitrogen bottle was opened. Laser and notebook were switched on and then after that an error message appeared to close gas bottle. Laser head and gas leak message was noted. Open window message appeared. The error occurred before the surgery started. There was no patient contact or patient impact.

Manufacturer narrative:
The device history record (DHR) was reviewed. No abnormalities that could have contributed to this event were found. The system was released according to company's acceptance criteria. At the visit on site, the error could not be reproduced. All tests were successful. System meets company specifications and a gas leakage or other malfunction can be excluded the root cause cannot be identified for the reported event. There is no indication that a device malfunction or a gas leakage had caused the event. (B)(4).